Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The infusion set had a bent cannula. While troubleshooting a small amount of insulin came out and the insulin pump did not alarm no delivery. The customer stated the cannula went in about ¼ of an inch and then it bent. Customer's blood glucose level was 139 mg/dl. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.